Event description:
It was reported that there was alarm 113, arctic sun device not reaching desired temperatures. Per follow up information received via mail on 29apr2025, device was sent to task management service provider for repair. Device has not been serviced yet. Patient switched to other device, no impact reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. The functional test failed because the device wasn't heating up. Replaced heater. Passed functional test, calibration, and est. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113, arctic sun device not reaching desired temperatures. Per follow up information received via mail on 29apr2025, device was sent to task management service provider for repair. Device has not been serviced yet. Patient switched to other device, no impact reported.